Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set fell apart at the hub of the chamber when the package was opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, the tubing was observed separated from drip chamber. Minute solvent was observed at tubing end. The reported issue was verified. The cause of the issue was determined to be a lack of solvent applied during manufacturing. The corrective action has been to enhance the ¿tube-in-spoon¿ sensor to improve the accuracy of detection to ensure that tubing deflected to the side of the solvent spoon will not be detected. The enhanced ¿tube in spoon¿ sensor will be validated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.